Manufacturer narrative:
(B)(4). Foreign source: china. Concomitant medical products: catalog number: 010000661 lot number: 7196659 brand name: g7 shell. Multiple reports were submitted along with this report 0001825034-2022-01931. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the cup inserter would not disengage from the cup. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the shell engaged with the inserter, no other information could be obtained from the image. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.